Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2010, the lay patient contacted lifescan (lfs) alleging that her one touch ultra smart meter displayed the battery indicator and read inaccurately high. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. The patient said the product issue first stated three days ago at 7:00 pm. She provided information that she takes a mixture of novolin and novolog insulin and she increased her medication. She claimed that she was feeling ill and sweating 4 days after the product issue started. She said the meter read 300, but she had low symptoms. The patient said she took action to treat the symptoms, but her specific actions were not documented. The csr documented that the meter battery needed to be replaced based on the information provided. However, the patient did not have a battery and did not have the meter with her when she called lfs. The patient's product was replaced. This complaint is reported because the patient alleges that the lfs product displayed the battery indicator and read inaccurately high. She claims she became sweaty after the issue, which can be associated with hypoglycemia.